Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed while changing the infusion set. The blood glucose reading was 148mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. The customer did push back in, but she was not connected at the time. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. No a33 alarm noted. Minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip noted.